Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced during device investigation. System error 105 was confirmed through a review of the event history log and found to be caused by excessive motor bearing wear with shaft end play, and black material around the bearing. The failed motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.